Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the electrode belt failed the fall-off test. The j7 wire was not soldered in the ECG electrodes. The cause of the non-functional electrodes is the unsoldered wires. The root cause is a manufacturing error. A corrective action was issued for this error. A 30-day notice to address this issue was approved by FDA on (B)(6) 2015. No adverse event resulted from the open connection.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.